Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) stated that customer called and informed that the case was already being handled by another team from customer end, and no further investigation was required.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station network connection failure occurred overnight and was not resolved after a reboot. All devices were shut down and restarted, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.